Event description:
During the index procedure, a 5mm angioguard embolic protection device was used and its delivery was successful then the target lesion was successfully stent. However, during the stent placement, the pt experienced bradycardia and asystole; as a result a permanent pacemaker needed to be placed as a treatment. The report received indicated that two days post carotid artery stenting the pt experienced hyperperfusion symptoms; hypotensive drug and antiepilepsy drug were given to the pt. According to the physician, there was a possibility that these symptoms were caused by carotid sinus reflex by the stent placement. The pt recovered and was discharged from the hospital. Further info indicated the target lesion was in the common carotid artery to the left internal carotid artery. There was moderate vessel calcification but no tortuosity, rate of stenosis 80 %.

Manufacturer narrative:
The product is not available for evaluation. This is one of two products involved in the same pt and reported under manufacturing numbers: 1016427-2008-00231 and 9616099-2008-02101. Additional info will be submitted within 30 days upon receipt.